Event description:
Hole was found in the back table cover, after the pt was under anesthesia. Anesthesiologist woke up the pt and transported the pt to pacu while a new module was opened and a new sterile field was set up.